Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, severe central aortic regurgitation (ar) was reported prior to and after valve deployment. A post-implant balloon aortic valvuloplasty (bav) was performed with a 25mm non-medtronic balloon, but the severe central ar remained, and hemodynamics were poor. Subsequently, a second transcatheter bioprosthetic valve was loaded onto a new delivery catheter system (dcs) and implanted valve-in-valve, reducing the central ar to trace-mild. The diastolic pressure increased, and hemodynamics became stable. No additional adverse patient effects were reported.